Event description:
It was reported that during a da vinci si surgical procedure a piece of the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. After the procedure the surgeon ordered a patient x-ray be taken, the x-ray did not show any foreign bodies. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension broken at the distal clevis joint, with a piece approximately 0.26 x 0.3 broken off the extension. Additionally failure analysis observed burns at grip tips and char marks.